Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 1:30am after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end-user stated that his prodigy meter is reading 100 points higher than normal. End-user took 2 units of lantus as prescribed before bed at 8:30pm. End-user is also prescribed 50 units of lantus at breakfast and 2 units before bed 10 units of novolog at breakfast, 10 units at lunch, and 15 units at supper in addition to his other medications. His wife called the ems due to him moaning in his sleep and she was unable to wake him. End-user did not consume anything to eat or drink while waiting for the ems. Ems arrived within 10 minutes and the end-user had a blood glucose of 44mg/dl when tested with their meter. End-user was transported to the ER by the ems who started an IV of glucose. Upon arriving at the ER the end-user had a blood glucose of 52mg/dl. His blood pressure was checked and the results were normal. He stated that he received IV medicine but is unsure what he was given. End-user was discharged after 10 hours with a blood glucose of 115mg/dl. End-user was treated at (B)(6). No additional details were provided.